Event description:
Reporter states that she had implant placed to treat her epilepsy. The device has been approved to treat depression. However, reporter says since having the implanted device placed, she has become "depressed." Curently the reporter takes antidepressants prescribed by her family doctor. She would like to report that this implant is the reason for her depression. As she had never had depression, until she was implanted with this device.